Event description:
It was reported that the user received recurring ¿unable to proceed¿ alerts during a cartridge change and fill tubing, and the notification instructed a restart; two guided restarts did not resolve the alert, and the supply change could not be completed, after which a replacement device was arranged. Symptoms included no reported changes in blood glucose. Outcomes included interruption of insulin delivery from the affected device and the need for device replacement, while the user continued cgm monitoring on dexcom. Investigation included telephone troubleshooting and education, including multiple restarts and guidance to shut down the device to avoid further alerts, as well as instructions for data sync to the mobile app and start-up requirements for the replacement unit. Investigation of this case revealed an unresolved malfunction alert consistent with an operational or occlusion-related failure during fill tubing that prevented progression, with no data transfer possible to the replacement. It was concluded, based on previously established findings for similar reports, that the cause was by an intermittent communication connection between the host and motor processor which caused to trigger the alert.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.